Event description:
It was reported by the patient that post implant they have a bulge,"like their pacemaker is at a slant under the skin, as if it was not implanted flat". The patient also stated that they had picked this pacemaker over the others because it was small, but now they have a bulge. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that post implant, they have a bulge,"like their pacemaker is at a slant under the skin, as if it was not implanted flat." The patient also stated that they had picked this pacemaker over the others because it was small but now they have a bulge. It was further reported through follow-up information from the physician that the device was implanted correctly and that there are no performance allegations against the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.